Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough on retained kit lot 106900 with the following internal serum/plasma control samples: (B)(6), p24 positive, (B)(6) samples. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 106900 was reviewed. This lot met the required release specifications. A review of the complaints reported as (B)(6) or unconfirmed (B)(6) related to lot number 106900 showed that the complaint rate is 0.030%. The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device lots are performing within labeled claims.

Event description:
A (B)(6) antibody (ab) result was reported on a serum sample tested with determine (B)(6) ag/ab combo. The test was repeated on the same kit lot with the same false ab positive result. A 4th generation (B)(6) chemiluminescence test (abbott architect) and pcr/rna was used to confirm the patient as (B)(6). The patient was reported as a pregnant female. Testing was performed prior to delivery and no surgical procedures, including c-section, were reported. The patient's art treatment status and outcome were unknown. There is insufficient information to determine if a malfunction occurred.